Manufacturer narrative:
The device has been evaluated and both ends of the pipeline was found slightly damaged. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil after several manipulations. The pipeline and catheter were removed together from the patient. No patient injury reported.